Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient was driving when she started to feel confused and hungry. She passed out and was involved in a car accident. The cgm reading was 66 mg/dl abd the patient overdosed with insulin. They called paramedics and they took a bg reading which was 25 mg/dl. There was no information about the treatment provided for hypoglycemia. The patient was taken to the hospital and treated there with 2 tylenol (paracetamol, painkiller) and they performed a CT (computed tomography) scan on her back as it was aching but nothing was broken. At the time of the report the patient was still at the hospital and in pain but she was recovering. At the time of the follow up the patient was already discharged and good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information was provided it was reported that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.